Event description:
The customer called to report that he was treated for a high blood glucose reading of 440 mg/dl while he was at a routine doctor appointment. The customer also stated that insulin leak past the reservoir o-rings, and there was moisture inside the reservoir compartment. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2012-85348.